Event description:
It was reported that a patient with this artificial urinary sphincter (aus) experienced recurring incontinence, and the implant stopped working due to leak in the cuff. A surgical procedure was performed in which all the components were removed and replaced. No further patient complications were reported.